Event description:
It has been reported that the syringe 30ml ll bns has been found experiencing 72 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported the barrel of syringe has dark lines throughout.

Manufacturer narrative:
H.6. Investigation summary: seventy-two samples and one photo were provided by the customer for investigation. The samples visually examined using 40x magnification and it was observed that there was a light scratch in the barrels which appears to be a line in the barrel when viewed without magnification. One photo was provided by the customer which shows a syringe laying on a piece of paper. There appears to be a line in the barrel which has been circled. This line corresponds to the scratches which were observed in the returned samples. Based on the return sample analysis, it appears that the syringes came in contact with a hard surface during the manufacturing process which lightly scratched the outside of the syringe barrel. As these syringes have seen additional processing and handling it cannot be determined where the syringe barrel contact with the hard surface occurred. Therefore, a root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 30ml ll bns has been found experiencing 72 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported the barrel of syringe has dark lines throughout.